Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # us157854/ m2a-magnum pf cup / lot # 742470; item# 157448/ m2a-magnum mod hd / lot # 404160; item # 139254/ m2a-magnum 42-50mm tpr insrt/ lot # 976440. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00900, 0001825034 -2021 -00901, 0001825034 - 2021 -00903.

Event description:
It was reported the patient underwent an attempted revision approximately 13 years post implantation due to metallosis. During the procedure, the surgeon noted that the femoral head was cold-welded to the stem. After multiple attempts, the surgeon decided to perform a debridement and abort the revision attempt to preserve the femoral integrity as the patient was asymptomatic prior to the procedure. No product was exchanged. No additional revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) mildly gray discoloration of synovium, debrided. Multiple attempts at removal of the well-fixed femoral head failed secondary to cold metal welding of the head to the morse taper of the femoral stem. Unable to extract the femoral head without also removing the stem after multiple attempts it was decided to abort the procedure, as the patient was without symptoms preoperatively, and the joint had been debrided in hopes of decreasing the metal debris. No product exchanged, debridement procedure only mild metallosis, no gross loosening, cold-weld. Ebl <100ml. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.